Manufacturer narrative:
(B)(4). The customer returned one 4-lumen cvc catheter for evaluation. Signs of use in the form of biological material and dried medication were observed inside and on the catheter body. Extension line attachments were secured to each extension line. No surface defects such as kinks , holes, or cuts were observed on the catheter. The catheter length from the juncture hub to the distal tip measured 8 9/16", which is within the specification limits of 8 7/16" - 8 9/16" per the catheter product drawing. The catheter body outer diameter measured 2.92 mm, which is within the specification limits of 2.87 mm - 2.97 mm per the catheter extrusion product drawing. The catheter was functionally tested per the product instructions for use (IFU). The IFU provided with this kit instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." All extension lines (with and without the returned attachments connected) were flushed with a lab inventory syringe filled with water. No leaks or blockages were detected. The returned catheter was then tested per bs en iso 10555-1 section 4.7.1 (amrq-000071 rev15), which states that there shall be no liquid leakage in the form of one or more falling drops when pressurized to 300 kpa for 30 seconds. The catheter was connected to a lab leak tester and pressurized to 300 kpa for 30 seconds with the distal end occluded. The extension lines were connected individually to the leak tester, and, when pressurized, no catheter backflow or leaks were detected from any portion of the catheter. A manual tug test confirmed all extension lines were fully secured within their respective hubs. The IFU (IFU) provided with this kit warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The customer report of an insertion site leak could not be confirmed by investigation of the returned sample. No defects or anomalies were observed on the returned sample. The catheter met all relevant dimensional requirements, and the reported defect could not be replicated during functional testing , including leak testing performed per bs en iso 10555-1. Based on the customer report and the sample received, no problem was found with the returned device. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported "59 yo patient on tpn with a left subclavian quad lumen cvc. Noted that patient's gown was wet w/ fluid that smelled like tpn. Upon inspection of IV insertion site, dressing and chg disk noted to be wet. All running IV fluids and tpn were stopped. All connections were checked and tight. Provider aspirate from each port but only the distal port had blood return. Dressing was removed, and each port flushed; when medial port where tpn had been infusing was flushed, fluid was noted to leak out of the cvc insertion site. Line was pulled and sequestered for sicu by cns. A peripheral IV was placed to continue therapy." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".